Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: on (B)(6) 2018, a male patient with a poor access route had undergone thoracic endovascular repair (tevar) with zta-pt-44-40-233-w1, in zone 3 by right approach. On (B)(6) 2021, type 1a and type 1b endoleak and aneurysm enlargement due to stent graft migration was confirmed (B)(4), so the physician decided to perform urgent tevar by placing zta-pt-42-38-173-w1 (complaint device). The additional procedure was performed on the same day, (B)(6) 2021, by left approach. Both right and left access routes were poor with calcification. The physician judged that the patient was suitable for the procedure since he had experienced tevar before. Balloon dilation (pta) percutaneous transluminal angioplasty with an 8mm balloon was performed first and the delivery system was inserted, but the delivery system could not be advanced. Additional pta with a 10mm balloon was performed, but the delivery system of zta-pt could not be advanced again. Then, approaching point was changed from the femoral artery (fa) to the external iliac artery (eia), but because advancement of the device failed again, the approach site was changed from left to right, but it failed again. Considering the risk of vascular damage, treatment by placing a stent graft was abandoned and coil embolization in the leaking site was performed instead. Endoleak was not confirmed after coil embolization. There have been no adverse effects to the patient reported. Additionally the physician had commented " therefore, there might be a gap between the sheath and dilator, which could have contributed to the advancement failure." Review of device history record gave no indication of the device being produced outside of specifications. It is reported that the patients access vessels were poor with calcification and the external iliac artery was tortuous, according to the IFU the zenith alpha thoracic endovascular graft is indicated for the endovascular treatment of patients with aneurysms or ulcers of the descending thoracic aorta having vascular morphology suitable for endovascular repair, including: iliac/femoral anatomy that is suitable for access with the required introduction systems" as no images or planning and sizing information is provided it is unknown if the patient's access vessels were compatible with the introduction system. The outer diameter for the complaint device is 7.7 mm, which require a access vessel diameter on 7.7mm or larger. Furthermore, it was reported that there might be a gap between the sheath and dilator tip. Based on the reported comment, it is unclear whether the gap was observed on the complaint device or not. If the gap was present before use the IFU states " inspect the device and packaging to verify that no damage has occurred as a result of shipping. Do not use this device if damage has occurred". A gap between the sheath and dilator tip could also be a result of several advancement attempts. Based on the provided information a likely cause for the event could be related to patient having calcified and tortuous anatomy. After investigation the event for this pr# is no longer reportable. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref # (B)(4). Similar to device marketed under PMA/510(k): p140016. Investigation is still in progress.

Event description:
Description of event according to initial reporter: on (B)(6) 2018, a male patient with a poor access route had undergone tevar with zta-pt-44-40-233-w1/ e3665143 ((B)(4)) in zone 3 by right approach. On (B)(6) 2021, type 1a and type 1b endoleak + aneurysm enlargement due to stent graft migration was confirmed, so the physician decided to perform urgent tevar by placing zta-pt-42-38-173-w1/ e3978072 ((B)(4)) additionally. Both right and left access routes were poor with calcification though, the additional procedure was performed on the same day, (B)(6) 2021, by left approach. The physician judged that the patient was suitable for the procedure since he had experienced tevar before. Pta with an 8mm balloon was performed first and the delivery system was inserted, but the delivery system could not be advanced. Additional pta with a 10mm balloon was performed, but the delivery system of zta-pt-42-38-173-w1/ e3978072 could not be advanced again. Then, approaching point was changed from the fa to the eia, but because advancement of the device failed again, the approach site was changed from left to right, but it failed again. Considering the risk of vascular damage, treatment by placing a stent graft was abandoned and coil embolization in the leaking site was performed instead. Endoleak was not confirmed after coil embolization. Patient outcome: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The patient did not require any additional procedures due to this occurrence.